Event description:
A malfunction alarm was reported by the customer, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappears.